Manufacturer narrative:
This device was resterilized through our open/unused process. The completion of this report is on hold while an outside laboratory evaluate this device. A follow-up report will be submitted within 30 days of this report with the results of the evaluation.

Event description:
It was reported that the tip of the catheter fractured prior to use. The patient was not involved.